Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient had a pre-existing first degree heart block. Pre-balloon aortic valvuloplasty (bav) was performed with a 22mm non-abbott balloon. The valve was implanted. The final implant depth was 4-5mm from the non-coronary cusp (ncc) and 5-6mm from the left coronary cusp (lcc). Post-implant the patient went into third degree heart block. A permanent pacemaker was implanted. The patient remained hemodynamically stable throughout the procedure. The patient status was stable.

Manufacturer narrative:
An event of third-degree heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported third-degree heart block could not be conclusively determined. The reported surgical intervention was due to case-specific circumstances. Following the procedure, a permanent pacemaker was placed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient had a pre-existing first degree heart block. Pre-balloon aortic valvuloplasty (bav) was performed with a 22mm non-abbott balloon. The valve was implanted. The final implant depth was 4-5mm from the non-coronary cusp (ncc) and 5-6mm from the left coronary cusp (lcc). Post-implant the patient went into third degree heart block. A permanent pacemaker was implanted. The patient remained hemodynamically stable throughout the procedure. The patient status was stable.